Event description:
On july 12, 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, since the patient could not be reached by phone for additional information. It is unclear when the alleged meter inaccuracy began. The patient reported obtaining what she felt were inaccurate high blood glucose readings of ¿131 and 41 mg/dl¿ with the subject meter on unspecified dates/times. The patient manages her diabetes with a combination of insulin (humulin r and humulin n) and oral medication (metformin). It was not reported if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) 2024, at 12:00 pm, after the alleged issue began, she was ¿not able to talk, even raise her hand or move¿ for about 30 minutes. At the onset of the symptoms, the patient reportedly received assistance from family who took her to bed and provided apple juice and then she slept. No other device was used for testing. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strip vial was intact and the test strips were stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began and there is insufficient information to rule out the contribution of the subject device to the event.